Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited undersensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that in (B)(6) 2017 the rv lead exhibited high threshold. It was also reported that the rv lead exhibited oversensing, alleged t-wave oversensing and high/increasing sensing integrity counter (sic). The rv lead remains in use, and patient will be monitored.